Manufacturer narrative:
Per technical support, the customer was going to check the casting run out and if that's within specifications, he will use it for a backup pump. If not, the user facility's biomedical engineer (biomed) said he probably won't do anything as it's going to reach end of life (eol) in july 2014. The pump has over 6,000,000 rotations so the wobble is probably due to normal wear.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, there was considerable "knob wobble" in the gut of the roller pump. Since the event occurred during preventative maintenance, there was no patient involvement.